Manufacturer narrative:
H10: per additional information received, the subject device wasn¿t reprocessed accordingly to the IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material remaining in the auxiliary water channel could not be identified. However, it¿s likely the cause is related to the device being returned to olympus without reprocessing at the user facility. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that foreign material was remaining in the jet tube which are likely remains from a previous procedure. This finding was due to insufficient reprocessing or handling of the scope. Upon further inspection, it was observed that switch one had a cut. It was also observed that the suction cylinder had discoloration. It was observed that the scope connector case unit had corrosion due to water leakage. It was also observed that the circuit board unit in the scope connector had corrosion due to water leakage. Additionally, corrosion was observed on the plug unit and the cable unit due to water leakage. It was also observed that scope communication error (e216) was present due to corrosion on the plug unit. It was observed that the adhesive around the light guide lens had a chip. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: plastic distal end cover, objective lens and on the adhesive of the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope seal was defective. It was indicated that no patient or procedure was affected. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material remaining in the jet tube which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.